Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported there were high right ventricular (rv) lead thresholds with loss of capture and high impedance. The patient had previously refused lead revision or implantable pulse generator (ipg) replacement when end of life (eol) occurred six years prior. The patient has developed heart block and the lead has been capped and replaced. No further patient complications have been reported as a result of this event.